Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when the trocar was removed, it was noted that a piece of the black plastic was broken off. Missing piece was retrieved without harm to the pt. No pt injury was reported.